Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. External visual inspection found the serial number missing from the device housing. The device failed functional testing, it was able to obtain measurements although readings were impeded by missing led segments. Internal inspection showed contaminant on the instrument board which results in led segments not illuminating. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event. Initial reporter phone # exceeded the maximum allowable characters, phone # is as follows: (B)(6).

Event description:
The customer reported the device display is incorrect. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported the device display is incorrect. No patient impact or consequences were reported.